Manufacturer narrative:
A ge service representative performed an investigation. The fuses, battery, fluoro functions board, generator interface board, and motherboard were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system would not turn on (no boot). There was no patient injury or death reported.